Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5175960, medical device expiration date: 11/30/2016, device manufacture date: 06/24/2015, medical device lot #: 5014831, medical device expiration date: 05/31/2016, device manufacture date: 01/14/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes had erroneous results.